Manufacturer narrative:
Additional devices reported: catalog # uh1-47-28, lot # jn3lal, description: uhr bipolar 28x47mm. Catalog # 6260-5-128, lot # 53586005, description: 28mm std v40 taper vit head. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Due a fracture of the right femoral neck, the prosthesis has been implanted the (B)(6) 2016. The (B)(6) 2016 was carried out a surgical cleanliness for superficial infection. Persistent infection with involvement of deep periprosthetic layer, caused the removal of the prosthesis.

Manufacturer narrative:
An event regarding infection involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: insufficient information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot or sterile lot. Conclusions: the exact cause of the event could not be determined because insufficient information was received. Further information such as return of device, pathology report, x-rays, primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control.

Event description:
Due a fracture of the right femoral neck, the prosthesis has been implanted the (B)(6) 2016. The (B)(6) 2016 was carried out a surgical cleanliness for superficial infection. Persistent infection with involvement of deep periprosthetic layer, caused the removal of the prosthesis.